Event description:
During preparation of the arteriotomy, it is believed that the needle and guidewire punctured through the posterior femoral artery wall, or possibly dissected the artery at a side branch location. However, this went unnoticed throughout the procedure. Following successful placement of the excluder components, the introducer sheaths were removed and the arteriotomy sites were closed. Prior to leaving the o.r., the pt's pressure dropped and the arteriotomy site was reopened at which time the vessel trauma was visualized and repaired surgically. The pt was last reported to be in good condition.